Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The motion batteries were replaced and the issue was resolved. Part return is not expected since the batteries were discarded on-site. A full imaging system check-out was completed following battery replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unexpectedly shutting down after being used for couple of hours. The batteries were allegedly no longer holding a proper charge. This was discovered outside of any patient involvement. No additional details were provided.